Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 400 mg/dl. Customer declined troubleshooting for the high blood glucose level. The customer also mentioned he had a sensor error alert this morning. The customer reported having calibration errors and a change sensor alarm. Customer was advised to remove the sensor from the body due to the change sensor alarm. Customer stated that his sensor was also bent. The insulin pump was not returned for analysis. However, the sensor was returned for analysis.